Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited "poor" sensing. The ra lead was capped. It was also reported that the right ventricular (rv) lead dislodged into the right atrium. It was noted that the rv lead was found to adequately sense atrial fibrillation (af), thus the lead remains in use in the right atrium. No patient complications have been reported as a result of this event.